Manufacturer narrative:
A3b: gender: n/a. A4: weight: requested, unknown. D6b: explanted date: device was not explanted. H6: health effect - impact code: 1802 is based on the final impact on the patient. The patient's death was not a consequence of the adverse event that occurred. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that on (B)(6) 2024, a successful transarterial chemoembolization (tace) procedure was performed via right common femoral artery access in the interventional radiology (ir) department. Ultrasound guidance was used for the right common femoral artery access. A right common femoral artery angiogram was obtained to verify the patient was a candidate for angio-seal. The angio-seal was inserted and deployed in the standard fashion, achieving hemostasis. On (B)(6) 2025, a hematoma was suspected at the angio-seal deployment site, and a computed tomography (CT) angiogram was performed. On (B)(6) 2025, the patient returned to ir for thrombin injection of the hematoma. Left common femoral artery access was obtained with ultrasound guidance. A left common femoral artery angiogram was obtained before a 45-centimeter destination sheath was inserted and advanced near the right external iliac artery to aid in the procedure. Direct access to the hematoma on the right side was performed via direct needle access. Images of the area of interest were obtained via needle access and the destination sheath near the right external iliac artery. An unknown-sized peripheral balloon was inserted through the destination sheath and advanced to the target area to aid in the thrombin injection. The balloon was inflated, and the thrombin injection was performed. Additional images were obtained. The balloon was deflated, and images confirmed no flow into the hematoma. Angiograms of the right leg were obtained. Vasospasm was suspected in the vessels below the right knee, and nitroglycerin was administered to remedy the vasospasm. Five minutes after the last angiogram, the patient coded. Staff attempted to stabilize the patient but were unsuccessful. The patient expired. The left femoral sheath was not removed. On (B)(6) 2025, a message was received from the physician stating the patient expired due to angio-seal complications. The physician expressed concern about serotonin syndrome versus bleeding issues before the case on (B)(6) 2025. Arterial blood gas (abg) was at 7, down from 10, before the procedure. The procedure performed was a hematoma thrombin injection. The patient's condition was not applicable. Relevant tests showed an arterial blood gas (abg) of 7, down from 10 pre-procedure. Blood loss was less than 250cc. The injury description includes an anticoagulant injection. According to the physician, the patient expired due to the procedure.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was confirmed since a patient death occurred. The exact root cause cannot be determined. The likely cause was determined to have been a combination of procedural factors, medication, and patient factors contributing to the reported adverse event. No causal relationship between the patient's death and use of the angio-seal device was able to be identified based on the provided information. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).